Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An implant card was received noting that the patient had a battery replacement due to battery depletion and high impedance. The explanted generator is not available for return to the manufacturer. Later, information was received that the generator (that was explanted) was completely depleted in pre-op, so impedance could not be measured. When the new generator was implanted, high impedance was seen. The patient later had a lead revision. The explanted lead is not available for return to the manufacturer. No other relevant information has been received to date.